Manufacturer narrative:
No used or unused device(s) were returned to unomedical the manufacturer. An evaluation or testing of the device(s) were not conducted. (B)(4)

Event description:
Description received by distributor; date of death (B)(6)2010: patient was not wearing pump at time of death. Patient was wearing the pump in the ER then passed away. At 24 hours prior to death patient was not wearing. Complications with number of factors since 2008. Liver problem in (B)(6) 2008, treated with rx for liver in (B)(6) 2008. Patient fell and dislocated right ankle, did not have surgery due to her live problem, was diagnosed with bone asthmatic, medications may have had interactions and started to decline, until she was non responsive and breathing lead to live specialist and chest x-ray and admitted to hospital, would not take meds or inhaler and incoherent. Pump was disconnected when she was admitted to hospital and was having chest x-ray, was on blood pressure meds until family members arrived. Patient then passed within 2 hours, patient had been in hospital. Patient was admitted to (B)(6). Spouse agreed to return pump for analyze.